Event description:
Patient had been sitting in a chair. Upon returning pt to bed with the ez stand, patient was upright, straps secure. Ez stand released on its own and pt, unable to support her weight, sank into the arms of the nurse. Device taken out of service.